Manufacturer narrative:
Evaluation summary - the device was not returned, the device remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a pigment film formed on the lens. After the surgery the patient's vision generally improved. Additional information was received from the customer stating the patient experienced mild blurred vision.